Event description:
It was stated that the customer passed away and the death was diabetes related. It was unk whether or not the insulin pump was being worn at the time of the death. Several attempts were made to contact a family member at the phone numbers on file, but there was no answer on either attempt. A phone call was made to the customer's medical doctor on file, and the nurse stated, she had no info on the customer's death.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.